Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for expired product due to unknown lot number. Occurrence: unable to perform complaint lot history check for expired product due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, expired product) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer used a unspecified bd¿ syringe that had expired in 2019. The following information was provided by the initial reporter: 'consumer called stating he found an old box of bd insulin syringes under his bed. Stated they expired in 2019 but he has been using them. Advised consumer that the bd products are tested for 5 years and after the 5 year mark, bd can not guarantee the product function or sterility. Advised consumer that it is not recommended to use expired product."